Event description:
A nurse reported that there were four occasions in which the infusion cannula would not snap into the trocar cannula during surgery. There is no known impact to any pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. As the customer did not retain the finished goods lot number, device history record (DHR) and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause cannot be determined. An internal investigation has been opened to investigate reports of this nature. (B)(4).